Event description:
Catheter inserted into vein in left forearm with good blood return, pressure applied to area to retract needle and when automatic retraction button was pushed, needle came out and also pulled catheter out onto floor. Pressure applied to area until bleeding stopped and then patient required repeat stick in right arm. No difficulties noted with that catheter. There has been no further problems with this device.